Event description:
It was reported the patient received the following results within 10 minutes: 54 mg/dl at 10:45 a.m., 63 mg/dl at 10:47 a.m., 69 mg/dl at 10:49 a.m., 249 mg/dl at 10:54 a.m., 91 mg/dl at 10:55 a.m., and 145 mg/dl at 10:56 a.m.